Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was not confirmed. There were no abnormal shutdowns noted in the downloaded data and the resets were unable to be duplicated. Upon investigation, the monitor failed an ECG falloff test. The cause for the failure was isolated to an open esd3 diode array on the computer/analog pca. The root cause for the open esd3 diode array could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.